Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The incident occurred before the device was prepared and did not involve the patient. Upon opening the packaging, the coil was found to be pre-deployed within the delivery microcatheter and was immediately discarded without use. Vessel tortuosity was minimal. The procedure was not completed with this device, and it was not replaced with another product. The cause of the premature detachment was not determined. The coil had prematurely detached in the delivery microcatheter that comes with the device, with no other catheters or accessories involved.

Event description:
Medtronic received a report that during preparation of the concerto helix coil per IFU, premature detachment of the coil was encountered. There was no patient involvement. No surgical or medicinal intervention was required. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pushwire was not bent or broken and there was no friction or difficulty during delivery. The physician did not reposition the coil, attempt to detach the coil, or rotate the delivery pusher during the procedure. Continuous flush was not administered during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.